Manufacturer narrative:
A report was received which states that "the device catheter locking connector fell off the catheter," and as result , the device was explanted and replaced with another device. This device was received inside its original packaging, all components were returned. Visual and microscopic evaluation of this device revealed that all the components of this device were returned. The device was reassembled to perform testing as demonstrated in photographs #2, #3, and #4, device catheter and locking mechanism performed as intended. Device locking mechanism remained intact along with the catheter, during pulling of device catheter to check if device would fall apart. Device never fell apart during analysis. Based on the information available and the results of the analysis, the report that the "device catheter and locking mechanism fell off during implantation of device," is not confirmed. The device functioned as intended during analysis. This event does not appear to be related to device design, a material defect, or a manufacturing problem. No further details are available at this time. At this time the manufacturer is closing the file on this incident.

Event description:
On 9/30/97, the MFR's sales rep was informed by the facility's clinical engineering dept of the report which states the following: the device catheter separated from the device after insertion, but before the device was sutured or the incision was closed. The physician removed the device and catheter. The device was replaced with another device and catheter. Due to the expediency of the removal, there was no danger to the pt. The report also states that the locking mechanism appears to have been in place. No further details were provided at this time.